Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges the throttle stuck in the forward direction and got stuck even after she released it. As she made an attempt to play with the throttle in order to stop it, she moved the tiller which forced the scooter to turn through a window of some sort.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Alleges the throttle stuck in the forward direction and got stuck even after she released it. As she made an attempt to play with the throttle in order to stop it, she moved the tiller which forced the scooter to turn through a window of some sort.